Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The following sections were corrected: h4. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: nexgen all poly pat comp 35dia: catalog#: 00597206535, lot#: 64620684; nexgen knee cr opt fem sz f lt: catalog#: 00596601601, lot#: 64929305; nexgen cr art surf ch7-10/blue 12mm: catalog#: 90597005012, lot#: 64837480; palacos r+g 2x40: catalog#: 66017569, lot#: 96924966; palacos r+g 2x20: catalog#: 66017773, lot#: 96565309. G2: foreign: united kingdom. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty. Approximately four (4) years and five (5) months post-implantation, it was reported that the patient has been experiencing worsening pain in the implanted joint. All available information has been provided.